Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after the ilet infusion set was inadvertently pulled out, after which the user remained disconnected, reverted to pen injections, and later had difficulty performing a supply change and reconnecting, requiring step-by-step troubleshooting and assignment for additional training. Symptoms included elevated blood glucose with a reported value of 340 mg/dl and no other symptoms. Outcomes included correction of hyperglycemia after supplies were replaced and the user was guided through reconnection, with no outside assistance and no medical intervention. Investigation included troubleshooting and education. Investigation of this case revealed difficulty with infusion set and cartridge preparation, user handling challenges following accidental dislodgment of the infusion set, and an unclear root cause for the hyperglycemia beyond the period of disconnection. It was concluded, based on previously established findings for similar reports, that the cause was unclear.